Event description:
It was reported by service report that the head end zoom cover was broken and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: zoom handle cover.